Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6) - vantage, au1478 - 592 (r853681501). It was reported that on (B)(6) 2023, a 29mm navitor valve was successfully implanted. No eccentricity ratio 0.76. No noted anatomical or tissue/calcium. On (B)(6) 2024, the patient presented with worsening dyspnea and was admitted to the hospital for transesophageal echocardiogram and assessment for transcatheter aortic valve implantation. Transesophageal echocardiography and computed tomography scan of the thoracic aorta was done to assess valve and paravalvular leak. On (B)(6) 2024, a valve-in-valve procedure was performed to resolve the event.

Manufacturer narrative:
An event of perivalvular leak was reported. It was indicated that no eccentricity ratio 0.76. Anatomical or tissue/calcium were noted. Later nearly 2 months later patient developed dyspnea and was admitted to the hospital for transesophageal echocardiogram and assessment for transcatheter aortic valve implantation. Reportedly, transesophageal echocardiography and computed tomography scan of the thoracic aorta was done to assess valve and paravalvular leak. It was also indicated that three days later a vale-in-valve procedure was performed. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.